Manufacturer narrative:
An investigation was completed and an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced double camera controller (doco) and the system was tested and verified as ready for use. Isi did receive the doco unit to perform failure analysis and the reported failure was confirmed and replicated. Upon visual inspection, the doco was in good condition. The customer reported repeated faults and (B)(4) replicated the problem by installing the unit into the system and performed testing. It failed and received multiple error codes at start up indicating a camera control unit (ccu) 12v power supply failed while already on or failed to turn on during repeated power up attempts. After the failure, the doco continued to attempt power up the affected ccu but stopped logging power failures. The errors indicated two ccus failed and the two ccus needed replacement. The camera head instrument was analyzed by (B)(4) and the complaint was not replicated or confirmed by failure analysis. The scope was placed on an in-house system and the camera passed initialization; all tests were passed. Additionally, the camera head was found to have camera distal window damage, rail damage, and zone a of the camera cable was crushed. Verification of the event details via system logs cannot be performed at this time because the procedure was aborted prior to docking the system.

Event description:
It was reported during a da vinci-assisted mitral valve repair surgical procedure, the robotics coordinator reported getting repeated system faults. The camera was used to place the ports prior to docking, with no issues. When docking, the double camera controller (doco) stopped working and received multiple system faults. The robotics coordinator stated they reseated all cables, swapped the camera cable, the camera head, and hard cycled the system but the issue persisted. The technical service engineer (tse) reviewed the logs and confirmed the error codes. Tse had the robotics coordinator go through reseating the cables again and hard cycling the system as a precaution; but the issue remained. A field service engineer (fse) was requested to follow up as soon as possible. The vision could not be restored, and the procedure was aborted. A chest tube had to be placed due to a pneumothorax from insufflation, trocar port sites closed, and the leg arteriotomy was closed. Patient was brought to the intensive care unit (ICU) to wake up and for pain control. Procedure was delayed for 2 days and was completed robotically with no injury reported.